Event description:
An article published in the journal of bone and joint surgery, inc. States that patient (referred to in article as case 2) was revised to address squeaking, disassociation of the liner from the cup, and pain. Doi unk - dor 3 months after implantation (right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Per the journal article, the acetabular cup is positioned at 51 degrees of abduction. Depuy recommends 35 to 50 degrees abduction. No images or explanted devices are available to depuy for examination. The investigation is unable to conclusively determine a root cause. Overly vertical cup position can however lead to edge loading and unintended pressures placed on the material and locking mechanism of the two devices. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.